Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 27mm aortic valve was explanted after an implant duration of two (2) months due to aortic valve endocarditis, vegetation, and thickened leaflets. A 27mm valve was implanted in replacement. Per medical records less than two months after the index procedure of avr and pfo closure he developed shaking chills and was admitted to the hospital, where cultures were obtained and revealed staph epi. Echo at that time did not show anything particularly wrong with the aortic valve. The patient was transferred to another hospital, where he developed some conduction abnormalities. A repeated echo demonstrated the aortic valve leaflets were quite thickened. The patient was taken to the operating room with a presumed diagnosis of endocarditis based on the conduction issues, the thickened leaflets of the aortic valve, and the history of positive blood cultures. Intraoperatively, the aortic valve was full of vegetations, very thick purulent light material, on particularly the right coronary leaflet. Under this area, there was erosion into the septal area, obviously in the area of conduction area. The valve was removed. This area was debrided completely. A pericardial strip was placed underneath the right coronary cusp area. Another 27 mm pericardial valve was implanted without difficulty. The patient came off bypass and was transferred to the ICU in a stable condition. Patient was discharged home in stable condition on pod #7.

Manufacturer narrative:
Additional manufacturer narrative: per new information received.